Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence. Additionally, it was reported that no drops of insulin was seen out of tubing. A new cartridge was loaded to fix the issue. Reportedly, customer was using off-label insulin in the cartridges. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customers blood glucose level was 305 mg/dl.